Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint was not returned to zoll for evaluation and was not evaluated at the customer site by zoll service personnel. The hospital's biomedical engineer informed zoll service that they were unable to replicate the reported problem. The biomed tested the thermogard system and placed it back into service for clinical use, and no further service actions will be conducted at this time.

Event description:
During setup of the thermogard xp ivtm system (sn (B)(6)) in preparation for ivtm therapy, the start-up kit (suk) was installed onto the console in a closed loop and primed with 0.9% saline solution per standard procedure. While the saline was circulating through the suk tubing, it became very cold, and the nurses reported that the tubing appeared to be freezing, eventually resulting in the tubing cracking, and leaking saline onto the floor. Saline was circulating through the suk tubing potentially for about 45 minutes. No alarms or error codes were triggered. This occurred before connecting the thermogard system to the patient, so there was no harm to anyone. The customer obtained another thermogard console to initiate the treatment. No patient involvement. The nursing staff did not save the cracked tubing but sent the thermogard console to the hospital biomedical engineer for testing. The console was set to "pre cool" during the power-on-self-test (post), and biomed observed normal condensation and cooling of the suk tubing. The console did not generate any alarms or alerts.

Event description:
During setup of the thermogard xp ivtm system (sn (B)(6) ) in preparation for ivtm therapy, the start-up kit (suk) was installed onto the console in a closed loop and primed with saline per standard procedure. While the saline was circulating through the suk tubing, it became very cold, and the nurses noted that the tubing appeared to be freezing, eventually resulting in the tubing cracking, and leaking saline onto the floor. No alarms or error codes were triggered. This occurred before connecting the thermogard system to the patient, so there was no harm to anyone. The customer obtained another thermogard console to initiate the treatment. No patient involvement. The nursing staff did not save the cracked tubing but sent the thermogard console to the hospital biomed for testing. The console was set to "pre cool" during the power-on-self-test (post), and biomed was able to replicate the issue, noting ice and first condensing on the suk tubing. The console did not generate any alarms or alerts.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.